Event description:
Healthcare provider reports: protime system inr results higher than reference lab. Protime inr 9.8 vs reference lab inr 2.9. Protime inr 7.8 vs reference lab inr 2.3. Patient became agitated.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for evaluation.